Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Serial number, manufacturing date, expiration date, UDI, implant date, physical manufacturing site, patient name, date of birth, gender, are unknown since the serial number was unknown.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited multiple false atrial fibrillation episodes due to far r oversensing. Programming changes were made. The patient was in stable condition.